Event description:
The physician encountered physician resistance during jacket retraction which was resolved. Retroperitoneal cut down used to resolve a kink in the contralateral limb by cutting the hooks off, repositioning the contralateral limb, and suturing the graft limb to the vessel. Bilateral stents used to improve limb flow.